Manufacturer narrative:
Patient samples were returned for investigation. Sample (B)(6) had insufficient volume for further investigation. The values generated by the roche analyzer and the siemens analyzer were within the normal reference ranges of the respective assays. Differences in results and reference ranges from tsh assays by different manufactures, in this case siemens, can vary due to differences in the types of antibodies used, setups of the assays, and standardization methodologies. A general reagent issue can be excluded. The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received erroneous results for a total of 7 patient samples tested with elecsys ft3 iii, the elecsys ft4 iii assay, and the elecsys tsh assay on a cobas 8000 e 801 module. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. This medwatch will apply to the tsh assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft3 assay and refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay. The samples were initially tested at the customer site on (B)(6) 2019. The samples were repeated on a centaur analyzer. The samples were also provided for investigation, where they were tested on a cobas 6000 e 601 module on (B)(6) 2019, a second e 801 analyzer on (B)(6) 2019, and a cobas e 411 immunoassay analyzer on (B)(6) 2019. No adverse events were alleged to have occurred with the patient. The e 601 analyzer used for investigation is serial number (B)(4). Tsh reagent lot number 373386, with an expiration date of 30-jun-2019 was used on this analyzer. The e 801 analyzer used for investigation is serial number (B)(4). Tsh reagent lot number 331814, with an expiration date of 31-aug-2019 was used on this analyzer. The e 411 analyzer used for investigation is serial number (B)(4). Tsh reagent lot number 373386, with an expiration date of 30-jun-2019 was used on this analyzer.